Event description:
The customer originally reported that there was an exposed wire on jaws. Upon return and device evaluation, it was discovered the exposed wire on the jaw had bare metal exposed.

Manufacturer narrative:
(B)(4) under MDR number 1717344-2010-00868. Date sent: (B)(4) 2014. A visual examination of the incident device found one of the wires was bare. The insulation of the wire had been peeled back. The wires may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. The IFU warns: carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt.